Event description:
The customer received a blood glucose reading of 105mg/dl on the contour meter, was re-tested on the nurse's meter and the reading was 290mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.only the meter information was provided. Product was not replaced.